Event description:
It was reported that the patient had 24 (or greater) revision surgeries to try and get the pump to stay in place due to it was flipping. The catheter had remained the same. At the last refill visit, they manually flipped it and the patient went under fluoroscopy to refill it. The pump was implanted in the patient's hip; when they revised it on (B)(6) 2012 they put it in her front; initially they were thinking about putting it in her other hip. The patient stated that the pump made a hole the size of a "20 ounce pepsi bottle" in her left upper hip area. The physician used dissolvable stitches at the revision; then six months later, it fell to the side. She could not read it with her personal therapy manager (ptm) and they could not find it with the physician programmer. In (B)(6) 2012, the patient demanded a new pump. The drug in the pump was not specified. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the pump pocket was revised (dates not specified) and the patient was receiving therapeutic effect.

Manufacturer narrative:
Product ID 8709, serial #(B)(4), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).